Event description:
It was reported that during a shift check, the autopulse li-ion battery was inspected and found to have 3 green led lights lit. The battery was installed into the charger and got a full charge. From there, the battery sat out of the charger for one day and was then installed into the autopulse platform. The battery had 4 green led lights lit before being installed into the platform. When the power button on the platform was pushed, the platform did not power on. The battery was inspected again and showed 4 green led lights. The same battery was installed into another autopulse platform and the same thing happened. Customer indicated that the battery did not have a blinking red led light and has not faulted in the multi-chemistry charger. Customer then used one of their other autopulse li-ion batteries and was able to power on the platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 09/23/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: multiple attempts to charge the battery were unsuccessful. As a result, the data archive could not be retrieved for review. The customer's reported complaint was confirmed; however, a root cause could not be determined.